Event description:
(B)(4). I had (B)(6) at the time of insertion. Suffered heavy painful periods, ovulation, sex. Muscle, joint pain. Headache, severe back ache, brain fog, memory loss, stomach issues. Tried to remove tubes and coils,they had migrated and embedded in uterus, second surgery for full hysterectomy! (B)(6) 2016.